Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had been admitted to hospital for an unknown reason, it was noted that the patient had a fall, date unknown. The implantable cardioverter defibrillator had exhibited loss of capture. No additional information was available. The patient would be monitored for now.